Event description:
Patient has a lumbo sacral plate "stabolt" implanted on (B)(6) 2014. A week later the patient was revised because an s1 screw from the lumbo sacral plate caused nerve irritation. The surgeon said that the patient had abnormal anatomy (a concavity to the second cortex of the sacrum) which he was unable to see per or intraoperatively. This resulted in the s1 screw being too long, despite appearing to be the correct length on the lateral image. The surgeon was unable to place a new screw as he determined he would need a 22 mm screw. The patient was fixed posteriorly with a spinous fusion device and the surgeon was confident that the spine and implants were stable. Since the revision, the patient was reported no longer having the nerve irritation symptoms.

Manufacturer narrative:
The surgeon couldn't correctively evaluate the length of screw required because of the abnormal anatomy of the patient. The removal of the screw implanted on (B)(6) 2014 was not the result of the problem with the device but rather the incorrect evaluation of the length of screw.